Event description:
During medical notes review, it became apparent from information supplied that patients right hip will need to be revised due to a restoration modular implant being implanted along with 3 dall miles cables. Reviewer has reported that one of the dall miles has allegedly ruptured and a revision will be required. The date of implantation of these devices is unknown.

Manufacturer narrative:
An event regarding crack/fracture involving an unknown dall miles cable was reported. The event was confirmed. Medical records received and evaluation: a medical review was performed based on the information received, the event was confirmed but the root cause could not be determined. Device history review: a review of the device history records could not be performed as no lot ID was received. Complaint history review: a complaint history review could not be performed as no lot ID was received. Conclusions: the exact cause of the event could not be determined based on the information provided. Additional information, such as return of the reported devices if explanted, operative reports, progress notes and further patient history are needed to complete the investigation for determining the root cause.

Event description:
During medical notes review, it became apparent from information supplied that patients right hip will need to be revised due to a restoration modular implant being implanted along with 3 dall miles cables. Reviewer has reported that one of the dall miles has allegedly ruptured and a revision will be required. The date of implantation of these devices is unknown.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown dall miles cable. Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.